Event description:
Additional information was received from patient. Patient called back stating that the equipment would recharge the ins but they were still having issues with turning the ins on. Pt said that "it" would turn green and they could check later and see that the ins battery had not gone down and that stimulation was off. Pt said that they saw before that the ins was at 60%. Agent had the pt unlock the controller and pt saw no device found. Agent had the pt initiate an ins recharging session. The controller was at 90% and the ins was at 60%. Pt saw that the stimulation was off. Agent had the pt press the stimulation on/off button and turn stimulation on. Pt saw that group c was green. Pt wanted to increase the stimulation, however settings not available appeared. Agent reviewed screen meaning with the pt and redirected pt to hcp to further address the issue.

Manufacturer narrative:
B5: section updated with additional information. H6: section updated with additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated that controller is getting stuck on "checking recharger" screen when attempting to charge ins despite troubleshooting over the phone yesterday. When asked about managing hcp, patient stated they haven't seen hcp since implant and if they are having problems, including when they needed a new recharger sent, they've just called mdt. Patient reiterated information from previous calls about trouble getting ins to turn on after it had been off and controller showing ins was on but it wasn't. Patient stated they were sent a new controller but when they hooked it up, it was doing the same thing and most of the time it wasn't on. Caller met with patient on (B)(6) 2025 and adjusted everything and patient's back was feeling better and patient now charges every 5-6 days as opposed to everyday which they had been doing since implant.tss walked patient through resetting controller by plugging into the wall without the battery pack inserted. Patient was then able to initiate a recharging session with excellent connection which showed co ntroller was at 80% and ins was at 40%.patient called back and repeated previously documented information. Patient mentioned they were having the same issue where the controller freezes on the checking screen and they tried 2-3 times yesterday. Patient commented they were in quite a bit of pain this morning. Patient commented they noticed this new controller is hard to plug their recharger into but goes in fine.agent instructed patient to clean the controller port and recharger pins. Agent instructed patient to start a charge session ; controller showed 70% and implant 40% recharging with excellent quality. Agent informed patient to monitor, continue charging their implant and to call back if the issue persists.

Event description:
It was reported that they have been having issues with their controller. Caller stated that if they move the controller at all, it will quit charging and they will have to "redo" everything. Caller mentioned that they also have been experiencing issues turning stimulation on. Caller explained that they think they turn stimulation on but then they check it later and it's not on. Caller also stated that the white button on the top of the controller looks like it's not coming up completely flush with the controller like it used to. Caller added that they have also been seeing an error message. Caller was unsure of the exact message that displays but it sounds like it could have been "settings not available". Caller confirmed that message began to display the same time all of the other issues began. Caller commented that they quit using their device on and off because the issues they've been experiencing are aggravating. The issue was not resolved. A replacement controller was sent out. When agent attempted to confirm the even date, pt stated that it began over a month ago. Caller also mentioned that their hands are bad and it makes everything harder. Caller explained that they were told their implant was going to implanted on their side but instead it was placed where pt puts pressure on it and it causes them pain. Caller also commented that their recovery was much more painful than they anticipated it to be. Patient called back and requested assistance in pairing replacement controller. Patient services (pss) walked patient through pairing controller with implant successfully and patient is currently charging implantable neurostimulator (ins).

Manufacturer narrative:
Section d: product ID 97715 lot# serial# (B)(6), product type implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.